Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer¿s blood glucose (bg) level was "high", specific value was not provided with trace ketones. Elevated bg was address by correction injection via manual injection. Tandem technical support performed a pump system check and verified the pump functioned as intended. The customer reverted to an alternate method in insulin therapy.